Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage from a titanium adapter and subsequently developed peritonitis. The peritonitis was manifested by abdominal pain and cloudy bag. The cause of the leak was reported as ¿due to titanium connector being mis-threaded¿. The leakage occurred ¿every now and then¿; however, the patient ¿never reported it¿. The patient was not hospitalized for the event. On an unreported date, the titanium adapter was changed. The patient was treated with ceftazidime (for five days, route, dose and frequency not reported) and vancomycin (ongoing, route, dose and frequency not reported) for the peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.